Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the reported issue was due to a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of no display was confirmed. It was noted, during inspection that the screen went black at startup, due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, that during preparation for use of their high flow insufflation unit prior to a diagnostic laparoscopy. It was noted, that the device had a black screen and sounded an unspecified alarm. The problem did not result in a delay. And the customer finished the procedure successfully with a similar device. There were no reports of patient or user harm associated with this event.